Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, customer had inserted a new sensor in the morning and could not get it to connect to the insulin pump. Customer's blood glucose was unknown. The transmitter wouldn't blink when connected to the sensor. Customer removed the sensor and inserted a new one, customer then noticed the sensor did not have an electrode. The customer is not returning the sensor for analysis.